Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving an inappropriate therapy due to lead dislodgement. An x-ray confirmed lead dislodgement, and the device functions were turned off. The patient refused to go through another lead revision procedure. The patient was currently doing fine. No further information is available.